Event description:
It was reported that during a watchman procedure for stroke risk reduction, a versacross connect kit was selected for use. The mechanical guidewire was inserted though access site in the right femoral vein, and advanced to the superior vena cava (svc).to guide the dilator and watchman access sheath into the svc. No tortuosity or other abnormalities were noted by the physician. It was noted that the wire was then stuck in the dilator. There were no issues advancing the wire initially, and all subsequent products used advanced without issues. When attempting the remove the wire, it felt "stuck" and would not pull out with normal effort, hence proceeded to spin/advance/pull the wire until it finally came free and was removed from the dilator and body. The guidewire remained in one piece and did not appear to have any defect upon removal and did not stretch. A new versacross connect and a non-boston scientific guidewire was opened. The procedure was completed successfully with no patient complications. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.